Event description:
The end-user's wife states that one side of the toilet support rail is missing the rubber ring that keeps it in place, the rubber part that rests on the toilet - because it is missing, the end-user has already hurt himself while trying to lift himself up - he fell. He had a compression fracture in his spine, which had healed, and this fall caused him to irritate that area, resulting in back pain again. He is being treated for back pain already, thus he was already scheduled for another epidural. This piece was missing out of box, and the end-user proceeded to use the device anyway, as he (and his wife) did not notice this missing component before continuing use. The device involved with this event was returned to compass health brands for further evaluation on (B)(6) 2017. The returned device was found to have one of its sides missing the rubber that reduces the risk of the unit shifting - this component may have lead to an increased risk of the unit shifting while in use.